Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic when myopotential oversensing was observed. The device was reprogrammed. Patient monitoring will continue.